Event description:
When this pt didn't progress as expected with their cochlear implant, a device integrity test was completed. Test results confirmed that the prosthesis was not functioning according to specifications. Plans to expant and replace the device have been set for 2005.